Event description:
It was reported that the battery gauge was intermittently fluctuating. Customer's blood glucose level was 167 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.